Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported the patient was re-admitted to the hospital on (B)(6) 2014 with fever and an unexplained rash on his chest. The patient was diagnosed with sepsis as a result of a blood infection. He was discharged home on (B)(6) 2014 after receiving intravenous (IV) antibiotics in the hospital. He was afebrile now and was not prescribed to take oral antibiotics at home. He was receiving effective therapy currently and would follow up with the managing physician and the surgeon this week. The patient was receiving intrathecal baclofen therapy. The cause of the infection and date of diagnosis were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.